Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the xl+ device indicating that there was an ECG fault. The rse evaluated the device. It was determined that this was not a malfunction, but an ECG fault caused by user error. The rse guided the customer on how to complete the operational check and the device returned to use. The device remains at the customer site and no further evaluation is warranted at this time.